Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Hospital employee open outer box of groshong port and noticed port kit packaging had been cut. Employee did not feel this was done opening outer pkg.